Event description:
My son (B)(6) was currently using the ilet insulin pump as he is a type 1 diabetic. His blood sugar was fine then all of a sudden, he dropped dangerously low into the 50s this caused him to have a hypoglycemic seizure as a result of the pump giving him too much insulin. We had to save him and get his seizure to stop by the use of his glucagon pen (gvoke). He was then hospitalized as a result of this seizure. The same thing had happened to him 6 months earlier as well. He was immediately taken off of this pump and placed on multiple daily injections as a result. This pump is very dangerous and could cause a death in type 1 diabetics.